Event description:
It was reported that the light cord on the t5 surgical helmet looks melted. This was noted during inspection at the user facility. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is available for eval but has not yet been rec'd. Add'l info will be submitted once the device is rec'd and the quality investigation is complete.